Event description:
It was reported that the pt had pump flipping. In late 2007, the pump was placed in a new pump pocket and the catheter was revised. The type of medication, concentration, and daily dose being administered via the pump were not reported. A follow-up report will be submitted if add'l info becomes available. Please see MFR report # 3004209178200800323.